Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 350 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge. Customer changed infusion set and cartridge and resumed insulin.